Event description:
Bioabsorbable screw reported to have broken during attempted insertion. The bone was reported to be extremely hard. Case was completed using a metal screw. No pt injuries were reported as a result.